Manufacturer narrative:
Update product family to tempus pro smart mount. This report was submitted in error. This product is an optional accessory to the device. This event did not lead to a death or serious injury and is not likely to lead to a death or serious injury if it were to recur.

Event description:
It was reported to philips that the smartmounts are not charging the device. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.